Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump had an error code motor not running. No patient injury reported.

Manufacturer narrative:
Other: additional information is provided in d.10., h.2., h.3., h.6., and d.4. Full UDI number: (B)(4). Functional testing shows that the motor is not running during flow and occlusion test. The cause for this event was the worm coupling and gear. The service history review identified no indication that the complaint was related to a service of the device within the review period. For all enquiries or follow-up questions related to the record, do not use (B)(6) located in sections g.1., please direct those to the following: (B)(6).